Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that, approximately twelve years and ten months post index procedure the aneurx bifurcated stent graft migrated distally with a proximal type I endoleak. Per the physician, the cause of the migration could not be determined. The physician elected to implant a 36 mm endurant ii aortic cuff. However, during retrieval of the delivery system, the tapered tip inverted the suprarenal stent of the endurant ii aortic cuff. Additionally, the endurant ii aortic cuff was displaced from the intended delivery location. The physician elected to dilate the endurant ii aortic cuff with a reliant balloon and then implanted an additional aortic cuff successfully. The procedure was completed and the event was resolved. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.